Manufacturer narrative:
The battery charger 1 was returned to the manufacture for evaluation. After functional testing, performance testing, visual/phys ical examination and usability inspection the reported issue was confirmed. The battery charger 1 passed bench test. Fail visual inspection due to leaky capacitors. All leds lit. The installed the battery charger into a known working system. The system initialized. Motion , generator, communication and charging passed. 2d and 3d images were acquired successfully. No smell of burning electrical/electronic components. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis the battery charger 2 was returned to the manufacture for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The battery charger 2 failed bench test due to low voltage on charger b output. Led on charger b was not lit. Failed visual inspection due to leaky capacitors. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The correction was made to the supplemental 002. The date of that report should have been 18-september-2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The motor battery charger was returned to the manufacture for evaluation. After functional testing, performance testing, visual/ physical examination and usability inspection the reported issue was confirmed. The charger passed the bench test. But failed the visual inspection due to leaky caps. All leds lit. The installed the charger into a known working system. The system initialized. Motion, generator, communication and charging passed. Run rad gain and run fluoro gain calibrations passed. 2d and 3d images were acquired successfully. Stressed components and leaky capacitors were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and a recoverable error was observed. There was a battery failure in battery powered generators. The batteries were damaged due to faulty charger boards causing too much voltage to the batteries getting them very hot. They replaced all 3 charger boards, 30 x-ray batteries and 8 motion batteries. Performed system checkout and returned to service. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the gantry of the system had a burning smell after it was used for a single spin. The site had another case and were able to successfully spin. There was no delay to the procedure. No impact on patient outcome.